Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the bottom clamp on the right hand side would not open. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.